Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturing representative regarding a patient implanted for non- malignant pain. It was reported that the patient had presence of a (B)(6) infection, thus their implantable neurostimulator (ins) and lead were removed. Antibiotics were given to the patient. It was noted that the device will be replaced in the future. No further complications were reported or anticipated at this time.